Event description:
It was reported that this right ventricular (rv) lead exhibited noised and oversensing that resulting in inappropriate storage of a ventricular episode as a result of oversensing noisy signals on the ventricular channel with greater than 2 seconds of pacing inhibition. Technical services was consulted and lead measurements were in normal limits. No additional patient effects were reported. This device remains in service.